Event description:
It was reported to philips that the system crashed and was unable to boot back up. The device was in clinical use at the time of reported event. No harm was reported to philips.philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing planned/non-emergency treatment, which was delayed and was completed as planned by moving the patient to an alternate room. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to boot up. Upon troubleshooting, fse checked all the fuses in the m rack and then noticed the md had no leds on, so no power for any image or image processing and fse also checked the power supply, and it was getting 230 volts, but it was not putting out all the different voltages it¿s supposed to. To resolve the issue, fse replaced the pc-box power tray and booted the system. After replacement of the power tray fru, the system was returned to good working condition. The codes were updated based on the investigation outcome.